Event description:
The customer reported that the device power[ed] off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device remained on throughout the duration of testing. The device was confirmed to be functioning as designed. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported that the device power[ed] off by itself. There was no patient impact or consequence reported.